Manufacturer narrative:
The complaint allegation is confirmed by the attached MRI, which shows tears (reported as not present pre-op) and a visible crack in the bone near the anchor site. The patient also describes the anchor tip as displaced to the bone on imaging. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not provided. Per dfu-0087-eo - e. Warnings-. 8. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. The most likely cause of the reported failure can be attributed to a patient-specific event /healing-related rather than device-related. Prior auto accident (2023) indicates shoulder had prior trauma; unclear relevance to index event but may affect tissue quality.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a patient via phone that the patient is experiencing persistent and worsening right shoulder pain following a rotator cuff repair surgery performed on (B)(6) 2025. The patient stated that an arthrex dissolvable anchor was implanted during the procedure. Approximately one week post-surgery, the patient felt a ¿pop¿ in the shoulder accompanied by severe pain, which prevented initiation of physical therapy as recommended by the surgeon. The surgeon initially advised that postoperative pain was normal. The patient later began therapy; however, pain was present before therapy and worsened during sessions. After eight weeks of therapy, the patient¿s range of motion was reported to be worse than at the start. An MRI was performed and revealed recurrent tears, grade ii¿iii glenohumeral chondromalacia (not present before surgery), and a visible crack in the bone near the anchor site. The patient reported that the tip of the anchor appears displaced or associated with a squiggly line extending to the bone on imaging. The patient expressed concern about scar tissue formation around the dissolvable anchor, ongoing severe pain, limited range of motion compared to pre-surgery, and inability to lift the arm. The patient requested information regarding the anchor¿s composition, dimensions, dissolution timeline, and potential failure or cracking rates. The patient also noted a history of frozen shoulder before surgery and an auto accident in 2023. Currently, physical therapy has been discontinued due to excessive pain.